Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. There was no assignable cause determined for the system error 2330 found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A system error 2330 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 22:03:45. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.